Manufacturer narrative:
(B)(4). Date sent: 01/09/2020. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Yes, no information from the pat. Was ph testing performed prior to explant to confirm recurrent reflux? Yes. After implant, was the device initially effective in controlling reflux? Yes. When did the recurrent reflux begin? 3-6 months before explant. When using the linx sizing device what technique was used to determine the size? Yes. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported reflux and pain when swallowing? Pain, dysphagia. Was the device found in the correct position/geometry at the time of removal? Yes.

Manufacturer narrative:
(B)(4). Date sent: 11/25/2019. The DHR for lot 14175 was reviewed. No ncs, defects, or reworks related to the product complaint were found. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that, device was implanted on (B)(6) 2018. The patient again suffered from severe reflux and pain when swallowing. On (B)(6) 2019 the linx band was explanted. The patient had a hiatoplasty fundoplication with 270 degrees cuff. Currently the patient is fine.